Event description:
The right ventricular (rv) lead was capped and replaced due to lead noise. During the procedure, insulation damage in multiple areas of the rv lead was observed. Externalized conductor wires were not seen on x-ray examination. The patient was stable.